Event description:
It was reported that the device would not power on during a daily test. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device but was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.